Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported experiencing high blood glucose levels while wearing the pod on his leg for between 4 and 24 hours. He bloused but his levels would not come down, he stated that the pod was not working. His blood glucose read high (>500mg/dl) when he went to the emergency room and was admitted with diabetic ketoacidosis (dka). Treatment included insulin and potassium. The patient¿s doctor also adjusted his basal rate following this event. The patient stated that he may have also been experiencing a little but of the flu. He was still in the hospital at the time of report and was hoping to be discharged on (B)(6) 2018.